Manufacturer narrative:
Calibration failed after the event. A field service engineer (fse) replaced the crem module. Root cause of this event is unknown.

Event description:
A customer contacted beckman coulter inc. (Bci) regarding erroneous creatinine (crem) results generated by the synchron lx I 725 clinical system for two patients. The results were reported out of the lab and were questioned by the physician. Upon repeat, lower crem results were obtained. Results were amended. Patient treatment was not affected.